Manufacturer narrative:
Additional information: b5: the lens was repositioned. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# 730208.

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -2.5/4/083 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault and refractive suprise were observed. Cause of the event is unknown.